Manufacturer narrative:
Insulin pump alarmed during error test due to connector interface board leaking voltage. Insulin pump received with cracked case on display window corners, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was losing their data in carelink every time they changed their battery. The customer also reported receiving an unexpected restart alarm. The customer's blood glucose was 134 mg/dl. The customer also reported multiple scratches on their insulin pump's screen. Customer stated the scratches made it hard for them to read the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.